Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that surgeon was performing intralase enabled keratoplasty on right eye of patient and donor and recipient corneal cuts were completed successfully with ifs laser. During the dissection of the patient cornea in the operating room, the doctor observed increased posterior chamber pressure. Due to this pressure, the doctor decided to discontinue (abort) dissecting the cornea. He sutured the cornea in place and will plan further surgery on a later date. On (B)(6) 2017 it was reported by the surgeon that the patient is much better than he would have thought given the difficulty of the case. Pre-op vision was counting fingers at 3ft. Post-op vision was the same today. He had uncontrollable iris prolapse from the onset that made surgery impossible. Surgeon mentioned he never encountered that before for a case like this. That's why he decided to just sew the patient back up. Surgeon¿s plan, for now, is to bring the patient back to the operating room with retina assistance to control back pressure. Surgeon reported that it is his opinion the intralase did not have anything to do with the event and he thinks it was better controlled (the intraocular pressure) because of intralase enabled keratoplasty (as it was not totally open as in if a trephine was used).

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 4/30/2010. However, the manufacturing site has provided the date as year 2007. A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.